Manufacturer narrative:
Concomitant medical products: ddbb2d1icd, implanted: (B)(6) 2015. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated the impedance on the atrial pacing lead was beyond the expected upper range. It was also noted that the atrial pacing capture threshold was elevated. Atrial capture threshold is sporadically measured, but is out of range high by (B)(6) 2015 and remains at that level through (B)(6) 2016. Atrial pace impedance steady at approx. 416 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial lead exhibited high impedance which triggered and alarm. A possible lead fracture was suspected. It was noted that the atrial lead also had high thresholds. Since the patient is highly dependent on atrial pacing a programming change was made and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.